Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to dissatisfaction. Patient was unable to pump due to scrotal pain. No malfunction allegation against device. No information about the patient outcome is available at the moment. Additional information was received. Patient has a sensitive scrotum. Multiple training attempts with the patient by the physician. The device functioned normally.